Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # p9389t. Device analysis: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and it was found that there was a cracked internal component. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. No conclusion could be made as to how the component was damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: were there any patient consequences? What was the issue with this device? Did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Response: unfortunately, I have no further information regarding this case.

Event description:
No information at the moment.